Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the water jet tube dirty. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the u/d and the r/l pulley wires fluid damage, the light guide cable compressed, the distal body cracked, the angle wire play, the insertion flexible tube (ift) leak, the objective lens unit scratched, the air/water nozzle dirty, the lg prong top loosened, the r/l lock knob improper adjustment, the u/d and the r/l pulley wires worn out, and the insertion flexible tube (ift) lump/wave; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.